Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. The suture was torn during the reconstruction of the internal iliac bone with a stent graft. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/17/2020. A manufacturing record evaluation was performed for the finished device lot number mgr853 and no non-conformances were identified additional h3 investigation summary: two empty ovwerwrap, two labeled winding former and one suture in two sections of product code 8580, lot mrg853 were received for analysis. During visual inspection of the two suture pieces, damaged on the surfaces, elongation and one extreme with a linear cut could be observed in both suture piece. In addition, due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.